Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Block d6b: explant date: 4 years ago. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7072051. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4).